Manufacturer narrative:
The customer it / is reported that the central nurse's station (cns) is not displaying video correctly. The cns displays with black stripes on it and is distorted. They put in a known functioning cns tower and connected it to the displays and it worked without issue. The unit will need to be repaired. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer it / is reported that the central nurse's station (cns) is not displaying video correctly. The cns displays with black stripes on it and is distorted. They put in a known functioning cns tower and connected it to the displays and it worked without issue. The unit will need to be repaired. No patient harm reported.

Event description:
The customer it / is reported that the central nurse's station (cns) is not displaying video correctly. The cns displays with black stripes on it and is distorted. They put in a known functioning cns tower and connected it to the displays and it worked without issue. The unit will need to be repaired. No patient harm reported.

Manufacturer narrative:
The customer it / is reported that the central nurse's station (cns) is not displaying video correctly. The cns displays with black stripes on it and is distorted. They put in a known functioning cns tower and connected it to the displays and it worked without issue. The unit will need to be repaired. No patient harm reported. Investigation conclusion: customer reported the central monitor (cns) display is distorted and shows black stripes. Customer replaced the cns device with a known good device (without replacing the display) and the issue was resolved. No reported issue with audible and visual alarms. Nka's evaluation of the device could not duplicate the reported issue. There is no indication that alarm functionality was impacted. No issues were observed. Device was put into service on 12/23/2015. Service history for this serial number shows no similar incident. This is an isolated issue. Root cause: when nka evaluated the device, no issues were observed. Device functioned as intended. The displays and cables were not sent to nka for evaluation. However, no issues were reported on the display screen or the connection cables. Because no issues were observed on both the cns main unit and the display/cable components when used separately, it leaves the possibility of configuration/setup (such as cable connection) of the device at the time of the incident being a factor. Due to no troubleshooting was performed on the configuration, and the exact setup is no longer available for evaluation, no root cause could be determined. Device has been returned to customer. No addition incident has been reported. The following fields are not applicable (na) to the MDR report: b2, b6, b7, d4 lot number & expiration, d6a - d6b, d7b, f1 - f14, g4 device bla, g5, g7, h2, h7, h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional model information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H10 additional manufacturer narrative.